Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 on a patient with a prolapsed posterior leaflet, and pre-existing flail. A mitraclip ntw was prepared per the instructions for use (IFU), inserted, and grasping was performed. However, difficulties with imaging occurred. The clip was deployed on the mitral valve. However, a few seconds after deployment, fluoroscopy revealed excessive movement of the clip. During an echocardiogram, the clip was unable to be seen at the mitral valve. The clip had completely detached from the mitral leaflets and was found affixed to the posterior wall of the atrium. Therefore, a snare was inserted through the sgc to catch the clip and retrieve it. The clip was removed from the patient. It was noted that there was no evidence of tissue damage to the mitral valve. No clips were implanted, and the procedure was discontinued. There were no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported expulsion (ccd). The reported poor image resolution was associated with difficulty imaging. The reported patient effect of embolism was due to the clip expulsion. Embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as a snare was used to remove the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.